Event description:
Additional information was received from a manufacturer representative (rep). The reported unable to communicate with ins using patient handset and communicator. Caller attempted to use their demo system without success. Attempted trying an 8840 which would not connect either. The patient is petite and the ins can be felt all the way around. Caller does not have patient settings to determine if ins is eos.rep called back noting that the managing physician had patient¿s notes that the patient had a battery replacement in 2019, motor vehicle accident in 2020, had her device interrogated in (B)(6) 2021 which indicated low battery. The physician spoke with the patient and stated that the motor vehicle accident likely fractured the lead, which allowed energy to escape faster over time, depleting your battery. Physician ordered an x-ray for the patient. The patient will get a lateral and ap view of the implant. If their symptoms persist of periodic temporary uncomfortable feeling in the pelvic floor, they will return to the physician for removal. If the patient does not experience ongoing uncomfortable symptoms on the pelvic floor, they will not pursue removal of system. The patient is currently not having any irritating symptoms of the bladder or uncomfortable sensations in the pelvic floor.

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot#(B)(6), serial# implanted: (B)(6)2009, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot # (B)(6): , ubd: 2010-08-21, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot# v011210 serial# implanted: (B)(6) 2009 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the unable to co mmunicate was undetermined, but when asked what the most likely cause was they responded stating presumed dead battery. When asked what steps were taken to resolve the issue the patient, the hcp stated na - patient asymptomatic; x-ray normal. The cause of the mva likely fractured the lead was undetermined as the x-ray came back normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no additional steps. Issue has been resolved. Patient will continue using therapy and will monitor battery life as long as symptoms remain under control. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient saw their healthcare provider (hcp) on (B)(6) 2021 after seeing a message on their programmer stating 'low battery'. The hcp checked the impedance and found the same message, prompting them to call the rep to interrogate the device. It was noted it had been implanted 3 years and they were already seeing the low battery message. The patient had 2 previous implants that lasted 6 years, so they were concerned something was wrong with the device. The patient could not recall any cause/contributing factors, they did note a mva in (B)(6) of 2019. The impedances were checked and there were none. The battery life was checked on program 1 at 2.5 ma and it showed 0.5 months. The patient noted their symptoms were fine, but they were concerned that if the device was damaged or did they need to be worried that it may reach end of service soon as they travel in an rv 100% of the time. They had never changed programs. No interventions were taken, patient wanted theories as to what was going on. The issue was unresolved at the time of the report. No patient symptoms were reported.